Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 175 mg/dl. The customer indicated that insulin shots were available if they were needed. Tandem customer technical support (cts) had the customer perform a system check and the occlusion was found to be in the cartridge. The customer indicated that the cartridge would be changed.